Event description:
Patient was implanted with uss construct at l3 - s1 on (B)(6) 2007. Surgeon reported patient was returned to the or on an unknown date for revision. Patient developed spinal stenosis above the previous uss fusion. Surgeon performed a laminectomy. Surgeon did not add or remove any hardware. This is the patient' first revision. Patient was returned to the or on (B)(6) 2012 for the second revision and removal of hardware due to patient developing spinal stenosis above the previous uss fusion at l3 - s1. This is 11 of 27 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.